Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advised to re-link their sensor. After successful re-link, sensor glucose and blood glucose showed better agreement and user was advised to continue using the system. Upon review of the dms, the user is using the system with up to date information.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
An authorized representative (ar) reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings, including a low sg value when the corresponding bg was 282 mg/dl. Review of the sensor data did not indicate any performance issue; therefore, the cause of the discrepancy could not be determined. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Following the re-link, he ar was informed that the system had been showing improved alignment between sg and bg, and the user was advised to continue using the system and contact support if further concerns arise. A data management system (dms) review confirmed that the user continues to use the system and that the information is up to date. B4.date of this report 05 nov 2025. G3.date received by the manufacturer? 05 nov 2025. H6. Type of investigation updated to 4121 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.